Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely due to a wear problem. The most probable cause of the complaint was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the tracheal intubation fiberscope had the fiberscope eyepiece lens coating detached. There were no reports of patient involvement.